Event description:
Additional information: it was reported pump had not been working since the first the year and was ¿defective¿. It was previously reported that the pump was ¿not working,¿ and the patient was still having ¿horrible problems with pump¿. The pump was ¿not providing pain relief and has pain all over all the time¿. The patient experienced ¿aches and hurt in pain all the time¿. Patient was scheduled for appointment two days after the day of this report. The device system was used to deliver dilaudid and bupivacaine.

Event description:
The patient stated that the pump "was not working" and that "something was not right with it". The patient was scheduled for a side port study because, they were concerned something could be wrong with the pump or catheter. The patient stated that, "whatever they had going on right now was not working" and their pain was not under control. The patient noted feeling miserable for the last few months. The medication used within the system was dilaudid. The patient's healthcare provider later reported, the cause of the event was the patient did not understand their programming limits. The results of the previously planned side port study were not reported.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID 8731sc lot# serial# (B)(4), implanted: 2009 (B)(6), product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).